Manufacturer narrative:
This report is submitted on july 18, 2024.

Event description:
Per the clinic, the patient had a significant swelling over the implant site. Subsequently, the patient was prescribed with oral antibiotics for approximately 3 weeks (date not reported).